Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, dust/dirt contamination was found inside the device, power connector destroyed. The device was marked as scrapped.